Event description:
Information received indicates the brake is not working.

Manufacturer narrative:
The technician found all of the casters were failing to lock the swivel. He replaced the casters and installed a brake/steer upgrade to repair the stretcher.